Event description:
Physician reported that pt had abdominal discomfort for one year. Gastroscopy revealed a band erosion.

Manufacturer narrative:
UDI #: (B)(4). Taper ii. The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Gastric erosion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Analysis noted signs of erosion, discoloration, and acid degradation. Analysis noted a curved opening with leakage in the shell. Analysis noted that the buckle, shell/ring and band tubing were broken with striations consistent with surgical end cuts to remove the device.

Event description:
Physician reported that patient had abdominal discomfort for one year. Gastroscopy revealed a band erosion. This is the second erosion for this patient. Device was removed and not replaced. Follow up information: this is the first erosion for this device. Patient had a previous device which eroded and was removed prior to implantation of this device.